Event description:
On (B)(6), 2026, the user reported being hospitalized due to an allergic reaction with aggravated asthma and copd symptoms. At the time of follow-up, the user reported feeling better and indicated that they were returning to their normal routine. Customer care contacted the user to gather additional details regarding the hospitalization and confirmed that the user's healthcare provider was aware of the event.

Manufacturer narrative:
Review of the data management system confirmed that the user continued to actively use the system with up-to-date information. The user stated that the allergic reaction was related to environmental exposure and not associated with diabetes, glucose measurements, or use of the eversense system, and does not require further investigation.